Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1 of 2 for this event.

Event description:
Per the report received from new zealand, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. During the procedure a posterior mitral leaflet perforation occurred. The mitral regurgitation (mr) was severe before the procedure. Device insertion, flexing down and positioning were completed without difficulty. There were no issue with device maneuvering or function. There was a posterior calcific shelf which made capturing the leaflets more challenging, but capturing the leaflets was not difficulties. After 3-4 leaflet grasps, it was noticed that the mitral regurgitation (mr) had increased. After further investigation, it was noted that there was a posterior mitral leaflet (pml) perforation toward the base of the leaflet. The team attempted to continue in order to achieve the best possible outcome for the patient. With further grasping, the perforation appeared to get worse, with no positive impact on hemodynamics. The pascal precision ace device was bailed out and a pascal precision was attempted but still no improvement on the mr and possible further tearing . Torrential mr with significantly higher lap was noted compared to baseline. Patient became hypotensive and the patient was converted to surgery. The patient had a successful mitral valve replacement surgery.

Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for leaflet damage during capturing was confirmed with empirical evidence based on information provided. Available information suggests multiple attempts of leaflet grasping and poor leaflet quality likely contributed to the event. After 3-4 attempts of leaflet grasping, the mitral regurgitation increased and perforation of the pml was identified. As per event description, device maneuvering such as insertion and flexing was completed without any difficulties. However, the patient presented severe mitral annulus calcification with poor leaflet quality making the grasping of the leaflets challenging and more susceptible to leaflet damage. Therefore, the most likely cause of this event is caused by patient conditions. Since no edwards defect was identified, corrective or preventative actions are not required.